Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an inappropriate atrial tachy response (atr) episode. It was noted that the minute ventilation (mv) signal was being oversensed on the right atrial (ra) channel. Mv was programmed off to mitigate the oversensing. No adverse patient effects were reported.